Manufacturer narrative:
(B)(4). Method: the complaint f&p sleepstyle auto CPAP was not returned to fisher & paykel healthcare (f&p) in (B)(4) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: the customer has stated that a power pin from the power socket of the f&p sleepstyle auto CPAP "fell off". Conclusion: without the complaint device, we are unable to determine the cause of the reported event. Our user instructions that accompany the f&p sleepstyle state the following: "do not use if the device, power cord or accessories are damaged, deformed, or cracked." "Do not pull on the power cord as it may become damaged." "Turn the device off at the power supply, then remove the power cord from the rear of the device."

Event description:
A healthcare facility in (B)(6) reported that a power pin from the power socket of the f&p sleepstyle auto CPAP "fell off". There was no reported patient involvement.